Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hand control failed due to a worn flex circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was observed that the motor device would not work with hand control. During in-house engineering evaluation, it was observed that the hand control failed due to a worn flex circuit. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.